Event description:
The customer reported false positive results for sars-cov-2 target on the alinity m resp-4-plex assay. The customer confirmed that the same sample tubes were retested on genexpert and the results were negative. The customer confirmed neither of the false positive results were released outside the laboratory. Therefore, there was no report of impact to patient due to this observation. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
B3, date of event, corrected to 1/31/22. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs for all eleven discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The validity of the runs containing the discrepant results were verified. The assays met specification and no error codes or flags displayed for the run controls. Amplification curves showed normal amplification. False positive samples in the complaint are near the limit of detection (lod) for the cov2_4pce target of resp-4-plex assay and may not be reproducible. Environmental swabbing results showed seven positive samples in the range of 35-39 cycle number which is the probable root cause of this investigation and could be responsible for reported false positive results. The contamination issue has been resolved after extensive lab cleaning. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 (including its components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. The qc amplification kit masterlot testing met all acceptance and validity specification criteria. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 (including its components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 525460. Customer data review verified that the curves for the discrepant results were normal. Complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 and discrepant results that exhibit normal curves. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 was not identified.